Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07-mar-2019 with the following findings: a review of the pump alarm history showed a cs 064 call service alarm occurred. During investigation, a leak test revealed a leak in a pump case crack. Further testing was not able to performed. The pump was opened and evidence of moisture corrosion was observed on the display and various internal components. The complaint of a call service alarm issue was not able to be adequately tested due to internal moisture damage.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the pump experienced a call service alarm 064 issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.